Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed unsustained power elevations; however, a specific cause for the observed elevations could not be conclusively determined through this evaluation. The submitted log file contained data from 16jul2021 to 21jul2021, and captured isolated elevations in pump power with corresponding elevations in estimated flow on 17jul2021 and 19jul2021. These pump parameters appeared to return to baseline after each elevation. The pump appeared to have operated as intended above the low speed limit and there were no other notable events captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of elevated powers and ldh levels was previous reported under MFR # 2916596-2021-02674. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was continuing to have power elevations. The patients lactase dehydrogenase (ldh) levels were within normal range. Their hemoglobin was trending downward. The patient is known to have a history of elevated ldh.